Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeons attempted to inflate the balloon inside the abdomen after inserting the balloon through the trocar; however, the balloon popped and created a hole. This caused the balloon to not remain inflated. The user opened another balloon, and continued with the procedure with no other issues. There was no reported patient injury or adverse event.